Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen. The blood glucose was 124 mg/dl at the time of the incident. Customer also reported that, the battery compartment was cracked. Display did not return after battery insertion. Customer called again because display still blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The device powered up properly after battery installation and there was no blank display. The device was received with cracked battery tube threads.